Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the bail cover and lead flex cover broken and contaminated, the upper case, lower case and battery drawer were broken, the battery release and battery release o-ring were contaminated and the battery contacts were compressed and contaminated. It was to be scrapped in-house. (B)(4).